Manufacturer narrative:
On 08/06/2015 additional information was received that there are no samples available for evaluation. There is no 510k # for this device as it is manufactured outside the u.s. And not sold in the us, but similar to a device manufactured in the us. Results: a sample was not returned for evaluation. Photographs of the used device were inspected and revealed a smooth cut surface at the area where the catheter was broken. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4265176p02. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that based on the smooth surface of the broken catheter in the evaluated photographs, the catheter was most likely cut by a sharp object outside of the manufacturing process as there is no area that will contact with the affected catheter tubing location during the manufacture of the device.

Event description:
It was reported that half of the catheter tubing of a bd venflon pro safety shielded IV catheter broke off in use and remained in a patient's vein. The patient received an ultrasound which confirmed the location of the broken IV catheter and then had a minor surgery to remove it.

Event description:
It was reported that half of the catheter tubing of a bd venflon pro safety shielded vi catheter broke off in use and remained in a pt's vein. The pt received an ultrasound which confirmed the location of the broken IV catheter and then had a minor surgery to remove it.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).